Event description:
Unomedical reference number: (B)(4). Event occurred in the united states. On (B)(6) 2022, the patient reported that his blood glucose level was getting up without eating so he checked his infusion set and noticed that his infusion set's tubing was detached from connector which laid to leakage in tubing. The site location of infusion set was right side of abdomen and pump was in right side in relation to the infusion set. Moreover, the infusion had been used for one day. Further, the infusion sets were not exposed to extreme temperatures and humidity nor was there any stress or pull-on tubing. Currently, the blood glucose level of the patient was 154 mg/dl. No further information was available.